Event description:
During the successful placement of the excluder bifurcated endoprosthesis devices, the pt lost an excessive amount of blood. Thus, the pt received a blood transfusion. The excluder devices continue to function and remain in the pt. The pt is fine. No allegation of deficiency regarding the excluder device was made.